Manufacturer narrative:
It was noted that the lead would not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased impedance measurements over time. It was suspected that the lead had subclavian crush. A surgical revision was performed and the lead was explanted and replaced. No additional adverse patient effects were reported.